Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. By visual inspection it was determined that the de-airing membrane was bloody and the yellow closing cap was missing. Blood residues were also detected under the pumps housing cover, where the measurement sensors are located. The pint sensor was found to be corroded. The product was connected to the cardiohelp device. The internal pressure (pint & delta p) was displayed without any abnormalities. Most probable the pint was exposed to humidity (priming fluid or blood) which leads to implausible pressure sensor readings. The fluid was most probable leaking from the de-airing port of the product and dropped down behind the pumps housing to the sensors location, which was reproducible during investigation. Thus the reported failure could be confirmed. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "after 60 min of ECMO therapy the delta p rose from 60 to 200 within 5 minutes. The product was exchanged." (B)(4).